Event description:
The customer's mother stated that the customer has not been wearing a pod for several days and the most recent pod placed was (B)(6) 2013. The customer has been checking his bg (blood glucose) levels but does not want to or does not find it necessary to wear a pod, for his bg results have been showing in normal range. The customer has been using the freestyle strips with lot number 1357949. The customer's fasting a1c was 13 and bg level was 558 mg/dl for (B)(6) 2013. The customer had 4 loose stools, frequent urination, feeling tired, very thirsty and hungry while at school, and when his mom heard the results she took him to the emergency room. The customer has had fluids started and received 4u in the abdomen. The customer's mother is concerned the pdm is not reading results correctly.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. Lot qualification records were reviewed and the product lot met all acceptance criteria.